Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged black power cable on the system controller (serial number: (B)(6)) was confirmed via customer submitted photo. The submitted photo showed the power cable wrapped in rescue tape. A controller event log file from the event controller was not submitted, but the periodic and pump log files were reviewed and showed no alarms or indication that the damage prevented the system controller from operating the system as intended. Provided information indicated that the system controller was exchanged. The root cause of the damage was not able to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 10 of the patient handbook, ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the modular driveline and system controller was exchanged on 19nov2025 due to tearing of the modular driveline and system controller power cables. There were no alarms associated with this event. Log files were sent for review and there was no notable abnormal activity.